Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during the fill while the patient was connected. The patient stated that they ended therapy early due to air in patient line. The patient used manual exchange to drain. The renal therapy services agent reviewed correct procedures with patient. There was no patient injury or medical intervention associated with this event. No additional information is available.